Manufacturer narrative:
This event involved a patient with medical history of diabetes, hypertension, hypercholesterolemia, previous mi, and previous thrombotic event. The patient's age and medical history places him at high risk for development of mace. The reason for his admission is unknown. Angiogram revealed a lesion in the left anterior descending (lad). The lesion was described as de novo and moderately calcified. The use of aspirin, plavix, and reopro was reported. The patient had been on heparin prior to the procedure. Activated coagulation time (act) was not reported. It is unknown if pre-dilation was conducted before implantation of a cypher (3.5x33) deployed at 11 atm. Post-dilation was conducted. The pre-procedure timi flow was zero; post-procedure timi flow was three. The procedure was successfully completed without report of patient injury. The products remain implanted; thus not available for analysis. A device history record (DHR) review of the involved lot number was unable to be completed due to unavailable lot number. Thrombotic events are known potential adverse event post stent implantation. There are patient factors that may have contributed to this event. There is no indication this event is design or manufacturing related. Additional information will be submitted within 30 days of receipt.

Event description:
Approximately three years post the index procedure, the patient presented to the hospital with an acute mi. A thrombus was found in the cypher (3.5x33) implanted in the lad. The patient had been on antiplatelet therapy including plavix and aspirin. The thrombus was treated with angiojet and balloon angioplasty. Sometime thereafter, the patient was discharged home in "fine" condition.